Manufacturer narrative:
Batch review performed on 02 january 2018: lot 141367: (B)(4) items manufactured and released on 22 october 2014. Expiration date: 2019-09-30. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
During a c5-c7 acdf one of the screws broke upon final tightening. The surgeon was able to recover the full screw from the patient. The surgeon used a secondary screw to complete the surgery. There was no delay in the case. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed on 15th february 2018 by r&d department: during the visual inspection it was observed and confirmed that one out of four prongs was broken at the base as per fragile fracture. This kind of failure is likely due to high stress generated at the implant-instrument interface because of uncorrect alignment as well as not preparation of the screw pilot hole. In order to ease the positioning of screw, dedicated instrument like tap were introduced on the market to properly prepare the pilot hole. Additionally, in order to avoid the risk of misalignment at the screw-screwdriver interface , a newest rigid screwdriver was introduced on the market as from july 2016. This screwdriver is aimed to rigidly secure the bone-screw on the driver tip and, therefore, avoid the risk of misalignment ang toggle at the implant-instrument interface. However, we have not evidence which kind of technique was performed to position the screw (pilot hole preparation and/or usage of modular rigid screwdriver).